Manufacturer narrative:
We could touch with the author. The author said, "olympus's product was not involved in transferring emergent surgery" on (B)(6) 2021.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On april 15, olympus medical systems corp. (Omsc) received the literature " risk factors of delayed bleeding after endoscopic resection of superficial non-ampullary duodenal epithelial tumors and prevention by over-the-scope and conventional clipping". The purpose of the literature was to reveal risk factors for delayed bleeding after endoscopic resection (ER) of superficial non-ampullary duodenal epithelial tumors (snadets) and at exploring measures to prevent this complication. Between april 2016 and october 2019, a total of 235 consecutive patients with 249 snadets who had undergone ER at the ntt medical center tokyo were retrospectively enrolled.an upper gastrointestinal endoscope (gif-q260j; olympus, tokyo, japan) was selected to treat lesions mainly located in the first / second portion of the duodenum, however, at the discretion of the operator, a lower gastrointestinal scope (pcf-q260ji; olympus) was used to treat lesions located in the third portion of the duodenum. In regard to the resection method, esd was selected predominantly as the treatment of first choice, and endoscopic mucosal resection with a cap-fitted pan-endoscope (emrc) was used to treat lesions under 10 mm in diameter without obvious submucosal fibrosis. In the duodenal esd, after local injection of a sodium hyaluronate solution, a circumferential incision and submucosal dissection were performed with a dual knife (kd-650q; olympus) or it nano (kd-612l; olympus). An electrical unit (non-olympus device) was used, and the electrical settings consisted of the endo cut mode I (effect 2, duration 2, interval 2) for mucosal incisions and the forced coagulation mode (effect 2, 45 w) for dissections and vessel coagulations. In the emrc procedure, after local injection of saline solution, the target lesion was aspirated into the distal attachment and strangulated with the snare (sd-7p; olympus) opened within the plastic cap (distal attachment; olympus). The lesion was then resected with endo cut mode q (effect 2, 45 w). The post-procedural mucosal defect was closed with over-the-scope clips (otscs) in all cases. For lesions of the otsc-c group, additional clips were used to cover the inverted submucosa after closure of the defects using otscs. In the literature, it was reported that four emergent surgeries occurred. It was not found whether the emergent surgeries occurred during or after esd. It was also reported 16 intraoperative perforations, 1 postoperative perforation, and 15 delayed bleedings. Literature wrote, although intraoperative perforation during the esd procedure occurred in 16 cases (6.4%), they were successfully managed conservatively., and of the patients with delayed bleeding, three belonging to the otsc group required blood transfusion.no further information about 1 postoperative perforation was reported. Based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, four emergent surgeries might occur during esd. This is the report regarding four emergent surgeries.